Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A gastro-intestinal ulcer is a known complication of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, during an endoscopy procedure to fix a kink in the patient's j-tube, it was discovered that the patient had a gastro-intestinal (gi) ulcer. The ulcer was treated with prilosec. The tubing remained in place. The patient did not know the location of the ulcer.